Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen is no longer functional. Reportedly, the customer is unable to get the screen to illuminate. Customer's blood glucose level was 230 mg/dl. Customer stated they have back up manual injections for continued insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the customer complaint was verified. In addition, a different issue was found.